Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and high capture thresholds. The patient was asymptomatic. The lead was capped and replaced. The patient's condition was stable post procedure.